Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported suture detachment was confirmed as a needle to cuff miss was observed. Although it was reported that the suture was detached, the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. The reported suture detachment/ suture retrieval issue and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: the fifth proglide device did not have difficulty advancing over the guide wire, as previously reported. A cuff miss occurred with the fifth proglide device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with five proglide devices were attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, a suture break occurred with two proglide devices and three proglide devices were difficult to advance over the guide wire due to restriction in the device. The three proglide devices were able to be advanced and used for successful suture placement using the preclose technique. The sheath was upsized to 9fr, 28fr, then reduced to a 16fr and the aaa procedure was completed. The knot was advanced; however, bleeding continued. The knot was adjusted, advanced and hemostasis was achieved. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and established in the preclose technique. No additional information was provided.